Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event consisting of 2 treatments delivered between 09:36:52 and 09:45:52 am on (B)(6) 2015. Multiple counting of tall t-waves and signal artifact contributed to the false detections. The post-shock rhythm of both treatments was sinus tachycardia at 105 - 115 bpm. It was reported that the patient was taken to the hospital by ems following the treatment. It was reported that the patient was treated by paramedics on the way to the hospital and the patient was in asystole at the time that she arrived. The patient's nurse reported that the patient was in the ICU and was intubated. No additional ECG recordings were available for review. Follow-up indicates that the patient recovered and was refit with the lifevest on (B)(6) 2015. The patient continued use of the lifevest.